Event description:
Implant date: 04/15/1999. Sometime after implantation, it was discovered that the rod on the left side had migrated upwardly out of the bone screw at s1. Revision surgery on 05/03/1999 at which time it was noted that the construct on the right was loose. The patient was re-instrumented.